Manufacturer narrative:
Corrected data: h11 (instructions for use reference was inadvertently omitted from the previous follow-up report). The event can be detected by handling the device in accordance with the following section of the instructions for use: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a stent stuck in the channel. The issue occurred during preparation for use. There were no reports of patient harm.